Event description:
The customer reported a leak involving the lh 500 hematology analyzer. The customer indicated that the volume of the leak was unknown and was not contained within the analyzer. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and there was no injury or exposure reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched and observed that the source of the leak was a split tubing at pinch valve (pv) 37. The fse indicated that fluid leaked onto the peltier mode causing a poor connection with the capacitor that controls the lyse temperature circuit. The fse replaced the affected tubing and peltier capacitor and verified repairs per established procedures.

Manufacturer narrative:
Pinch valve (pv) 37 provides open vacuum path and cleaning agent to pm10 (cleaning agent pump). (B)(4).